Event description:
Report status: serious injury-permanent damage. Report rationale: guide wire tip remains in pt's anatomy. Device issue: guide wire separation. It was reported that during a retrograde chronically totally occluded (cto) procedure the tip loosened and remains in the occlusion in the sub-intimal part of the proximal right artery. No lumen was found in the artery. The cto is approx ten yrs old. No add'l event or pt info is available.

Manufacturer narrative:
Results - prod performance was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis of the device revealed that the core wire of the returned confianza pro 12 was separated at approx 6 mm distal from the middle brazing, it should be at approx 7 mm from the tip of the confianza pro 12 guide wire. The separated distal portion was not returned. There was a trace of counterclockwise (ccw) torsion was found at the adjacent section of the separated site of the core wire, then there was a short trace of clockwise torsion at next section proximal to the ccw torsion section. The coil wire was stretched over the core wire, extended by approx 20 mm to the distal direction, and broken apart. No other anomaly, such as kink or bend, was observed with the coil and the shaft. Prod performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.